Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00392 and 1058196-2011-00393. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received deployed in the microcatheter hub ((B)(4)). The microcatheter was inspected and no anomalies were noted on it. The introducer tube was not returned for analysis. The delivery wire presented no damages. No other anomalies were observed on the received unit. After the enterprise stent was removed from the microcatheter hub, the enterprise stent was observed under a microscope and presented blood dry residuals on it without damage. The functional analysis was perform using a lab sample introducer tube and microcatheter, since the involved microcatheter was received saturated with dry blood residuals, the delivery wire was able to go through the microcatheter (without stent) and no resistance or friction was felt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429660. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as "delivery wire/impeded-in microcatheter" could not be evaluated with the involved microcatheter, however using a microcatheter lab sample the enterprise delivery system was able to go through the microcatheter without any difficulty. The root cause could not be conclusively determined, however it does not appears to be manufacturing related of the product. The failure stent deployment difficulty-premature deployment reported by the customer was confirmed since the stent was received deployed in the microcatheter hub; however procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00392 & 1058196-2011-00393. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an embolization procedure, the enterprise vrd ((B)(4)) would not advance through the mid-shaft of the prowler select plus 150/5 (mc) microcatheter ((B)(4)), and the stent deployed/detached in the mc. As a result, the enterprise vrd and mc were removed from the patient as a unit, and another device was used to complete the procedure. Prior to advancing the enterprise system and at all times, a constant and dedicated heparinized saline source was utilized. During the procedure, there was resistance/friction, and it was difficult to advance. After the enterprise vrd was removed from the microcatheter, no damages were noticed on any of the devices. The target site was the (pcom) posterior communicating artery that measured 5.8x3.6mm. No further information is available. One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise introducer tube was not returned for analysis. Additionally a non-sterile prowler select plus microcatheter (mc) was received coiled inside of a plastic bag. The hub of the mc was inspected and the deployed enterprise stent was found in the hub without damage. The stent was inspected and no damage was noted on it. Some waves were noted on the mc; however these appear to have occurred during the handling of the unit for return for evaluation. After removed the enterprise stent from the hub, the enterprise delivery wire was inserted in the mc; its forward movement stopped. Then a cordis lab sample 0.018" guidewire (gw) was introduced from the proximal end and it was able to go through the mc until it stopped at 60cm from the hub. When the gw was pulled out some dry blood residuals were noted on the distal tip of the gw. The gw was introduced from the distal end and was able to go through the mc until it was stopped at 27cm from the distal end. When the gw was pulled out, dry blood residuals were noted on the distal end of the mc. A longitudinal cut was made at 27cm from the distal end. The mc was inspected under microscope and it was fully obstructed with dry blood residuals. The ID from the mc was measured and was found within specification. The enterprise introducer tube was not returned for analysis. The enterprise delivery wire presented no damages. No other anomalies were observed on the received unit. After the enterprise stent was removed from the microcatheter hub, the enterprise stent was observed under a microscope and it presented with dried blood residuals on it. There were no damages to the stent. The functional analysis was performed with the enterprise using a lab sample introducer tube and mc, since the involved mc lumen was received saturated with dry blood residuals. The delivery wire, without the stent which was received deployed, was able to go through the microcatheter and no resistance or friction was felt. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01429660. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to introduce the enterprise vrd system through the microcatheter could not be fully evaluated with functional testing since the stent had been fully deployed. Testing of the delivery wire found no insertion difficulties. Additionally, there were no damages on the device. The reported obstructed microcatheter was confirmed with no indication of any relationship to the manufacturing process. The cause of the obstruction found on the returned device was due to the accumulation of dry blood residuals. Based on the analysis, it appears that procedural factors of not maintaining a required adequate continuous flush through microcatheter as outlined in both the mc and enterprise IFU contributed to the inability to advance the enterprise through the mc. The analysis confirmed deployment of the enterprise stent in the hub of the mc. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc as well as recapturing of the enterprise into the introducer during removal. When the introducer is fully seated and secured in the proper position it creates an uninterrupted passage for the stent to move from the introducer into the microcatheter lumen. It is then not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the microcatheter lumen. Based on the analysis of the returned devices, it appears that procedural factors contributed to the inability to advance the enterprise vrd through the prowler select plus mc and the deployment of the enterprise in the hub of the mc. The devices did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Procedural factors appear to have caused/contributed to the events with neither the analysis nor the DHR suggesting a relationship to the manufacturing process of either the mc or enterprise. Therefore no corrective actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00392 & 1058196-2011-00393.

Event description:
During an embolization procedure, the enterprise vrd stent (enc452212) would not advance through the mid-shaft of the select plus 150/5 (mc) microcatheter (606s255x), and the stent deployed/detached in the mc. As a result, the enterprise vrd and mc were removed from the patient as a unit, and used another device to complete the procedure. Prior to advancing the enterprise system and at all times, a constant and dedicated heparinized saline source was utilized. During the procedure, there was resistance/friction, and it was difficult to advance. After the enterprise vrd was removed from the microcatheter, no damages were noticed on the devices (distal tip-unraveled/stretched, kink, bend, fracture, separated), stent (kink, bend, struts uplifted, etc), or delivery system (kink, bend, fracture, separated, etc) or microcatheter, and the stent is going to be returned for analysis. The target site was the (pcom) posterior communicating artery that measure 5.8x3.6mm. No further information was available.